Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was completed: the returned products have been assembled with standard implants and also standard instruments have been used to compare their function with the returned instruments during a simple function and handling test. No dysfunction could be observed, the drill bit is always targeting the middle of the distal hole. The failure mode could not be reproduced with the returned products and with standard products. Considering the available data and the test performed the listed articles can be considered as safe and efficient. A malfunction could not be found. The manufacturing documentation was also reviewed and these lots were produced and released meeting all specifications. No actual product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in japan as follows: it was reported that a drill bit interfered with the nail and the tip of the drill bit (about 3 mm length) was broken. A broken piece remained in the bone, but the operation was finished. The operation was extended for twenty minutes. This is report 6 of 9 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.